Event description:
On (B)(6) 2012, a spontaneous report by a dermatologist was received from a company representative regarding a female (age unknown) who received an injection of restylane (cross-linked hyaluronic acid dermal filler) or restylane-l (cross-linked hyaluronic acid dermal filler with 0.3% lidocaine). On (B)(6), 2012, additional information was received from the dermatologist, who confirmed the product injected was restylane-l. On (B)(6), 2012, it was determined that information received from an assistant professor/physician of dermatology on (B)(6), 2012, was actually information pertaining to this case. The case that was created ((B)(4)) was deleted and all information was added to this case. Based on the information received, the case was upgraded due to unexpected severity. Medical history included no previous treatments in the affected areas with similar products or permanent implants. The patient's skin type and concomitant medications were unknown. The patient received a 1 ml injection of restylane or restylane-l from a 1 ml syringe on (B)(6), 2012 to the mucosal border of the lip through the vermillion border via linear thread injection technique. It was unknown if the patient received any pre-procedure medications. Additional procedures performed at the time of implantation included an injection of dysport (abobotulinumtoxina) to the glabellar lines. On (B)(6), 2012, after the implantation, the patient "freaked out" and was very worried as her lips had swelled and she thought she "looked like a duck". The patient was reassured that the swelling was expected and that it would go down in 2-4 days. On an unspecified date in (B)(6) 2012 (reported as "after a week"), the swelling went down and the patient loved how her lips looked. On (B)(6), 2012, the injecting resident physician contacted the dermatologist to report that on an unspecified date in (B)(6), 2012 (reported as "approximately 6 weeks after the injection"), the patient developed red bumps at the injection sites around her lips. The patient was then evaluated by an attending physician, who helped the injecting resident physician manage treatment of the patient's events. The patient was placed on minocycline and unspecified steroids. The dermatologist believed that the patient may have also been treated with hyaluronidase at some point. As of (B)(6), 2012 or (B)(6), 2012, another physician biopsied and cultured the bumps. As of (B)(6), 2012, the culture and biopsy results were negative and the patient had been "restarted" on unspecified antibiotics. The current status of the patient's events was unknown. The lot number and expiration date for restylane or restylane-l were unknown. On (B)(6), 2012, additional information was received from the dermatologist. The patient was further identified as (B)(6) at the time of the event. The patient's medical history was reported as "healthy" and this was the patient's first treatment with fillers. The patient's skin type was fitzpatrick ii. The patient was not taking any concomitant medications. The dermatologist confirmed that the patient received a 1 and 3/4 ml injection of restylane-l via two 1 ml syringes on (B)(6), 2012 to the bilateral marionette lines (3/4 of a 1 ml syringe) and into the mucosa of the upper and lower lips (1 ml), through the vermillion border via linear threading injection technique. The patient did not receive any pre-procedure medications. The dermatologist had not seen the patient since the date of the injection and was first made aware of the patient's events on (B)(6), 2012, when she spoke with the injecting resident physician. On an unspecified date in (B)(6) 2012 (reported as "4-5 weeks after the restylane-l treatment"), the patient developed a red bump on the right marionette line that was thought to possibly be a granuloma. The patient was referred to another physician for evaluation. On an unspecified date in (B)(6), 2012 or (B)(6), 2012, the patient was evaluated by the physician who performed a biopsy and culture of the bump, which were both negative. The evaluating physician also injected the affected area with hyaluronidase and started the patient on "high dose" prednisone. The dermatologist could not confirm if the patient was treated with minocycline, as was previously reported. On (B)(6), 2012, the injecting resident physician informed the dermatologist that the patient's red bump had resolved on an unspecified date in (B)(6)2012 or (B)(6) 2012. The dermatologist's opinion of causality was that the treatment caused the reported events. The dermatologist could not provide an assessment of the events, as she had not evaluated the patient. The lot number and expiration date for both syringes of restylane-l were 11384 and september 2013, respectively. On (B)(6), 2012, additional information was received from the evaluating physician who was further identified as an assistant professor/physician of dermatology. Based on the information received, the event of implant site nodule was replaced with the event of foreign body reaction and the event of rash generalized was added to the case. The patient's ethnicity was reported as white. The assistant professor/physician of dermatology reported in (B)(6) 2012 to the top and bottom lips and right and left nasolabial folds (previously reported as marionette lines). Pre-procedure medications were unknown (previously reported as none). No additional procedures were performed at the time of implantation (previously reported as injection of dysport to the glabellar lines). On an unspecified date in (B)(6) 2012 (reported as "one month after the procedure"), the patient developed swelling and multiple firm nodule formations at each injection site. On an unspecified date in (B)(6) 2012, the patient was initially evaluated by a colleague of the assistant professor/physician of dermatology. At that visit, the patient was prescribed prednisone (dose unknown) and minocycline 100 mg daily, which she continued for two or three weeks. The assistant professor/physician of dermatology evaluated the patient on (B)(6), 2012. Treatment included lancing of the nodules and administration of hyaluronidase at the sites of the nodules. Additionally, bacterial, fungal, and atypical mycobacterial cultures were taken and a biopsy was performed, which showed anulomatous infiltrates. During several subsequent visits on unspecified dates in 2012 (reported as "each week after that"), treatment included additional lancing of the nodules and administration of hyaluronidase at the sites of the nodules. On an unspecified date at the end of (B)(6) 2012, minocycline was discontinued and the assistant professor/physician of dermatology started the patient on biaxin (clarithromycin) (dose unknown). On an unspecified date in (B)(6) 2012 (reported as "two weeks later"), the patient developed a drug rash over her entire body. Treatment included oral prednisone (dose unknown) and unspecified topical steroids (dose unknown). The rash was present for one week. At that time, the biaxin was discontinued and the patient was restarted on minocycline. On an unspecified date at the beginning of (B)(6) 2012, the patient developed a second rash which covered her entire body and was further described as red, itchy plaques over the legs, arms, and trunk. Due to the rash, the prednisone dose was increased to 40 mg daily. As of (B)(6), 2012, the rash was still present. The nodules were mostly resolved due to the lancing procedures, but the patient continued to have a couple of small non-bothersome nodules. Cultures taken on (B)(6), 2012 were pending, but were negative to date. The assistant professor/physician of dermatology and her "facility" continued to try to determine a cause of the nodules and the other related events. The assistant professor/physician of dermatology's working diagnosis of the nodule formation was infectious abscess or granulomatous reaction. The assistant professor/physician of dermatology's opinion of causality was that the restylane-l treatment caused the reported events. The physician also expressed concern as to whether the rash was related to minocycline use or restylane-l. The assistant professor/physician or dermatology assessed severity of the events as moderate. On (B)(6), 2012, additional information was received via fax from the assistant professor/physician of dermatology. As of (B)(6), 2012, the results of bacterial, fungal, and atypical mycobacterial cultures taken on (B)(6), 2012 were negative. The nodules and swelling at the injection sites were improving and the drug rash was ongoing. The patient had not been medically evaluated and no additional treatment or skin testing had been rendered since the last report on (B)(6), 2012. Follow-up with the patient was planned on an unspecified date in 2012 (reported as "in one month" from the date of the report).